Manufacturer narrative:
Investigation: the complaint investigation for discrepant results obtained with biogx sars-cov-2 osr for bd max system (ref (B)(4)) unknown lot was performed. The investigation was conducted by bd and consisted only in verification of the complaint's history since no data or kit lot was provided. According to the information provided by the customer, they obtained discrepant results. Since no data was provided, in depth analysis could not be performed. The complaint history review showed that several complaints were received for discrepant results. Bd did not perform complaint trend analysis on the lot since no lot number was provided. Bd cannot confirm the complaint based on the investigation that was performed. The root cause of the customer issue was not identified.

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system, (B)(6) discrepant results were obtained by the laboratory personnel. Multiple attempts were made to obtain additional information. There was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system, eua #: (B)(4), discrepant results were obtained by the laboratory personnel. Multiple attempts were made to obtain additional information. There was no report of patient impact.